Event description:
This case was initially received via regulatory authority ((B)(6)-health authorities in france, reference number: (B)(4)) on 30-oct-2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criterion medically significant), insomnia ("insomnia"), fatigue ("permanent tiredness"), memory impairment ("memory disorder"), myalgia ("muscle pain"), sleep disorder ("sleep disorders"), visual impairment ("visual disorders"), disturbance in attention ("concentration difficulties"), headache ("headache"), alopecia ("hair loss"), pruritus generalised ("body itching"), acne ("acne") and hyperhidrosis ("excessive sweating"). On an unknown date, the patient experienced general physical health deterioration ("deteriorated health status"). At the time of the report, the abdominal pain, insomnia, fatigue, memory impairment, myalgia, sleep disorder, visual impairment, disturbance in attention, headache, alopecia, pruritus generalised, acne, hyperhidrosis and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, alopecia, disturbance in attention, fatigue, general physical health deterioration, headache, hyperhidrosis, insomnia, memory impairment, myalgia, pruritus generalised, sleep disorder and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.